Manufacturer narrative:
There was no alleged malfunction of the commode, the user weighed between (B)(6) and was within the weight capacity of 350 pounds. It appears the incident was due to the end user leaning too far forward and falling off the unit. The manufacturing site could not be determined due to no date/lot code being available. The manufacturing site will be listed as invamex where the commodes are currently manufactured.

Event description:
The dealer stated the user leaned forward and tipped the commode over and fell off of the unit and broke her tailbone and was hospitalized.